Event description:
Healthcare professional reported left side textured implant, gel bleed, small rupture, and capsular contracture, baker grade IV. Healthcare professional additionally reported breast implant illness not related to the device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, gel bleed, and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side textured implant, gel bleed, small rupture, and capsular contracture, baker grade IV. Healthcare professional additionally reported breast implant illness not related to the device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as surgical damage. ¿ anxiety-product/procedure: unable to observe. ¿ capsular contracture: unable to observe. ¿ gel bleed: unable to observe. As per the investigation procedure creases and wear abrasion were observed. None of the observations are found to be potentially related to the manufacturing process.